Event description:
The user facility reported that the impella cp stopped during support. The impella was exchanged. The patient is stable.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist. Section: using the automated impella controller with the impella catheter. ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of pump stop has been completed. Data logs were not available for investigation. Returned product was evaluated and the pump passed electrical testing of the motor cables. The outflow cage was visually inspected, and the purge gap was enlarged. The pump was connected to a console and run in a bucket of water. Pump stop alarms did not reproduce; however, pump flows were initially saturated. Both of these things can be expected with an enlarged purge gap. There were no other relevant abnormalities noted on returned product. Per design trace matrix, impella cp design indication is 8 days of use. Based on the fact that the pump was used for more than 8 days, and product was returned with an enlarged purge gap, the cause of the pump stop was determined to most likely be due to bearing wear.